Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced heating at the ipg site after charging. As a result, the ipg was explanted and replaced to address the issue.